Manufacturer narrative:
H.6. Investigation: one sample and one photo sample were provided to our quality team for investigation. A device history review was performed and found no non-conformances associated with this issue during the production of this lot. The final product for lot ta11163 is assembled and packaged at a supplier site. We have provided the supplier with the samples for evaluation. Through visual inspection, the connector is observed to be separated from the spike. Functional testing could not be completed as the sample had been manipulated, therefore two retained samples of the same lot were used for torque testing and in all cases met specification. The spike is manually assembled to the phaseal connector using a solvent. Through their investigation it was determined that this issue likely occurred as a result of improper distribution of the solvent by the operator.

Event description:
It was reported the infusion adapter c70 connector loosened and fell off during the "0.9% nacl" processing before use. The following information was provided by the initial reporter, translated from german to english: "adapter drops off. During the 0.9% nacl processing, the c70 connector adapter loosened.".

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the infusion adapter c70 connector loosened and fell off during the "0.9% nacl" processing before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "adapter drops off. During the 0.9% nacl processing, the c70 connector adapter loosened."